Event description:
Hold kp 3.15 it was reported that the patient was allergic to silicone, complained that the website or the packaging stated non-silicone. Patient was allergic to silicone and inquired if liberator offered a sheath that could cover the silicone wick exposing the gauze panel. Representative explained that no sheath to cover the wick was available. Customer was going to make a sheath out of a condom or a fingercot, cut a hole the size of the white gauze panel and attach it to the wick. It was noted that the patient had been using the purewick products for less than 90 days. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was allergic to silicone, complained that the website or the packaging stated non-silicone. Patient was allergic to silicone and inquired if liberator offered a sheath that could cover the silicone wick exposing the gauze panel. Representative explained that no sheath to cover the wick was available. Customer was going to make a sheath out of a condom or a fingercot, cut a hole the size of the white gauze panel and attach it to the wick. It was noted that the patient had been using the purewick products for less than 90 days. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inspector/inspection error - unaware of defect/type of information". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿precautions: ¿ not recommended for patients who are: experiencing skin irritation or breakdown at the site¿ correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.